Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had undergone a water vapor therapy procedure under general anesthesia. Three treatments were administered in the right lobe and three treatments were administered in the left lobe. There were no device issues with either the delivery device or generator during the procedure. Additionally, there were no patient complications during the procedure. Approximately one month after undergoing a water vapor therapy procedure, the patient experienced dysuria. The patient was administered medication and a catheter was placed. The patient's condition then improved. The patient also had an onset of new/worsening lower urinary tract symptoms following the procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had undergone a water vapor therapy procedure under general anesthesia. Three treatments were administered in the right lobe and three treatments were administered in the left lobe. There were no device issues with either the delivery device or generator during the procedure. Additionally, there were no patient complications during the procedure. Approximately one month after undergoing a water vapor therapy procedure, the patient experienced dysuria. The patient was administered medication and a catheter was placed. The patient's condition then improved. The patient also had an onset of new/worsening lower urinary tract symptoms following the procedure. Prostate gland volume = 60.6 cm3. History: cardiovascular disease - ongoing. Endocrine/metabolic disease - ongoing. Cardiovascular surgery.